Event description:
Device evaluation performed on the returned electrodes found that the epoxy had a chip out and discoloration. The color of newly cured epoxy is amber, light brown. If the epoxy is subjected to too many autoclave cycles it becomes brittle and discolored.